Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump received hardware low level failure error alarm. Customer was able to clear the alarm and was able to rewind the pump. No harm requiring medical intervention was reported. Troubleshooting was performed. However; customer will discontinue the use of device..

Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section. The health effect - clinical code and component codes that were provided with the initial report were incomplete. The complete information has been included with this report in h6 section.

Event description:
Customer reported that they received pump error alarm while doing a self test. Customer stated that the insulin pump failed self test. Customer stated that the insulin pump passed displacement test. Customer stated that the insulin pump was not dropped or bumped or exposed to high magnetic environment. The device was returned for analysis.

Manufacturer narrative:
Retainer ring = black customer returned insulin pump for an alleged 63 found on (B)(6) 2022. Device passed displacement test but failed the self test. Toggled on/off and increased/decreased volume with the audio feature functioning properly. Unit successfully downloaded to thus. Pump error 63 noted during testing (during self test). Pump error 63 (variable 3) alarm noted in pump history download on event date (B)(6) 2022 at 10:48:43.000 due to broken trace u1 pin6 on keypad assembly. The electronic assemblies were inspected and no anomalies noted. The following cosmetic damages were noted during visual inspection: scratched case, pillowing keypad overlay, battery tube threads - cracked, label damage, cracked retainer, partially detached retainer, cracked case (battery tube). In summary, customer's alleged pump error 63 (variable 3) alarm confirmed using pump history download on event date (B)(6) 2022 at 10:48:43.000 due to broken trace u1 pin6 on keypad assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.